Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that physician made a medical judgement to replace the implantable pulse generator (ipg) also when replacing the right ventricular (rv) lead. There were no product performance issues reported with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check approximately five weeks post implant a pacing failure, sensing failure and dislodgement were noted on the right ventricular (rv) lead. X-ray confirmed the lead had been pulled up to the superior vena cava (svc) due to a loose anchoring sleeve. The lead was reprogrammed and then explanted. No patient complications have been reported as a result of this event.